Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized and thump to download history files and traces. Critical pump error (open book image) alarm was triggered by a pump error 55 fatal alarm confirmed in the history file or traces on 05/10/2025 20:47:42.000. Pump error 55 alarm generated on main mcu since the factory parameters crc was not valid due to hardware error (line number 691 file number 39). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Critical pump error (open book image) alarm confirmed due to pump error 55 alarm. Pump error 55 alarm due to hardware error. Unable to confirm possible over delivery anomaly due to critical pump error (open book image) alarm. Unable to confirm low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with possible over delivery anomaly and discrepancy between sensor glucose and blood glucose. The customer reported blood glucose value of 50 mg/dl. The customer was treated with food and drinks for hypoglycemia. The event involved product(s) mmt-7040a, mmt-243a, mmt-332a, mmt-1884. Troubleshooting was performed and believes the pump is over delivering. Customer is reporting a discrepancy between sensor glucose value of 204 mg/dl and blood glucose value of 157 mg/dl which is not within range and sensor no longer been responding to glucose changes. The customer has been using the insulin pump system within 48 hours of reported event. The customer was using the auto mode feature at the time of the event. Product return is required for mmt-7040a. Product return is required for mmt-243a. Product return is required for mmt-332a. Product return is required for mmt-1884.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.